Event description:
It was reported that the customer experienced a blood glucose (bg) level of 529 mg/dl, cause was unknown; with high ketones a healthcare provider identified as life threatening. Customer gave a correction bolus via the pump and went to the emergency room and was admitted to intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.